Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passes all tests prior to release. Dhrs for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passes all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 403 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 403 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression as well as with insertion of strip. Control solution testing was performed using both low and high levels and all results were satisfactory. No malfunction or product deficiency was identified.